Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the transmitter did not blink when connected to the sensor. The customer's blood glucose reading was unknown. The customer removed the sensor from her body and found that the cannula was missing. Customer discovered that she had been using an expired sensor. Nothing was replaced or returned.